Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis was not turning on. A field service engineer (fse) tested the station and observed a black screen with the power supply cycling when power was applied. The fse unplugged all drawers, and the station powered up normally. Drawers were then reconnected one at a time until the faulty auxiliary drawer 3.2 was identified as the issue. The fse replaced the drawer and the module controller printed circuit board (pcb), and the station tested ok in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not turning on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.